Event description:
It was reported that the health care professional (hcp) called to review the electrogram (egm) on the left ventricular (lv) lead. Technical services (ts) reviewed the egm and observed simultaneous left ventricular pacing deflections with a second deflection on the lv egm, suggesting possible lv loss of capture (loc). Ts recommended in-office evaluation. This lead remains in services. No additional adverse patient effects were reported.